Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "when using the device, solution is passed through the distal lumen, which fissures (explodes) inside the patient, causing heavy bleeding in the area and necessitating a change of equipment." There was no patient harm or injury. The patient's current condition is reported as "discharged". Associated MDR numbers include: 9680794-2025-00554.

Event description:
It was reported "when using the device, solution is passed through the distal lumen, which fissures (explodes) inside the patient, causing heavy bleeding in the area and necessitating a change of equipment." There was no patient harm or injury. The patient's current condition is reported as "discharged". Assocciated MDR numbers include: 9680794-2025-00554 and 9680794-2025-00482.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of the distal extension line rupturing was confirmed by the photo, which shows damage to the extension line. Another photo shows the lidstock of the finished good associated with this complaint. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." It also states, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.